Manufacturer narrative:
The reported event that an anterior midshaft plate variax clavicle 7 hole was alleged of breakage during surgery could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by excessive bending of the device at a screw hole. The device inspection revealed the following: the breakage occurred at a screw hole. Typical bender marks were identified on the device. The breakage surfaces were analyzed: neat progression lines (fatigue zone) characterize most of them. Their horizontal trend confirms that the fatigue fracture occurred because of repeated bending. The operative technique clearly states that ¿design requirements are strict when it comes to shaping a plate to the clavicle¿ and that ¿the surgeon should avoid sharp bends, reverse bends or bending the device at a screw hole.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. The operative technique (vax-st-8_en rev 3 clavicle op tech_2015-6889) was reviewed: ''the variax clavicle system offers a range of midshaft and lateral plates which are anatomically contoured to the superior or anterior surface of the bone. Additionally, the surgeon has a choice of different plate curvatures designed to fit various anatomies. [...] Plate contouring all of the variax plates are pre-contoured to fit to a range of anatomies. Although not usually necessary, the plates may be contoured to adapt to individual patient anatomy. Design requirements are strict when it comes to shaping a plate to the clavicle. For example, the surgeon should avoid sharp bends, reverse bends or bending the device at a screw hole.'' [Original statement(s)] the instruction for use (v15013 rev n non active implant IFU ot-IFU-105 rev 3) was reviewed: ''ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. [...] For your information, avail yourself of the training courses and publications offered (e.g. Operative techniques). [...] Intra-operative ¿ avoid surface damage of implants. [...] ¿ contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load. If contouring is necessary, allowed by design or prescribed by stryker, the physician should avoid sharp bends, reverse bends or bending the device at a screw hole. Such action must be performed with stryker instruments and in accordance with the specified procedures (see operative technique)'' [original statement(s)]

Event description:
The procedure was variax cravicle. The physician attempted to bend the plate for shaping. The late was bent several times, and broke around 7th hole. Replaced the plate and complete the procedure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The procedure was variax clavicle. The physician attempted to bend the plate for shaping. The late was bent several times, and broke around 7th hole. Replaced the plate and complete the procedure.